Manufacturer narrative:
H6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. A visual inspection of the returned device shows scratches and damage on the profile of the device, probably from the attempted insertion. The clinical medical investigation concluded that this case reports that the acetabular liner would not lock into the shell. Per complaint details, the surgeon attempted 3 times to seat the liner without success. The surgery was completed with a smaller liner, which was inserted easily and quickly with less than a 30-minute procedural delay and no patient harm was reported. Therefore, no further clinical assessment is warranted at this time. The dimensional inspection found the device to be within specification. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during thr surgery, the r3 xlpe 20 degree acetabular liner 36 mm x 62 mm did not lock into the r3 shell, then the liner was removed. Surgeon checked the soft tissue clearance, and made sure the screw and the central hole cover were not sitting proud. The surgeon tried 3 more times to seat the liner without success. A small liner 32 mm x 62 mm was opened and inserted easily and quickly, and the surgery continued as planned. There was a delay of less than 30 minutes. No other complication was reported.